Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/+2.0/126 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The surgeon reported low vault and lens rotation. On (B)(6) 2019 and (B)(6) 2019 the lens was repositioned which did not resolve the problem. On (B)(6) 2019 the lens was exchanged for a same size, different axis lens and the problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: lens was returned in liquid with clear surgical residue/debris in a lens case/vial. Visual inspection found scratch traces on the lens. Dimensional inspection found lens within specifications. Claim#: (B)(4).